Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, uterine fibroid, pelvic mass, chronic inflammation of orbit, unspecified, leiomyoma nos, endometriosis, adhesion and follicular cyst of ovary. Concomitant products included drospirenone + ethinylestradiol (yaz) and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes-mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), depression ("psych injury/psychological and psychaitric condition- problems- depression") and anxiety ("mental anguish"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the abdominal pain, depression, mood swings, vaginal haemorrhage, menorrhagia, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure device was deployed on the patients right, with four trailing coils. Similarly placed on left with two trailing coils. The diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Batch no c76448, production date 2014-07-03, expiration date 2017-07-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, uterine fibroid, pelvic mass, chronic inflammation of orbit, unspecified, leiomyoma nos, endometriosis, adhesion and follicular cyst of ovary. Concomitant products included drospirenone + ethinylestradiol (yaz) and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes-mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), depression ("psych injury/psychological and psychaitric condition- problems- depression/psych injury"), anxiety ("mental anguish") and post procedural complication ("post removal complications"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and dysmenorrhoea had resolved and the depression, mood swings, vaginal haemorrhage, anxiety, migraine, nausea, dyspareunia, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure device was deployed on the patients right, with four trailing coils. Similarly placed on left with two trailing coils. The diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Batch no c76448 production date 2014-07-03. Expiration date 2017-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet received. Event¿ post procedural complication¿ was added. The outcome of the events "abdominal pain, dysmenorrhea and menorrhagia" was updated to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C76448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, uterine fibroid, pelvic mass, chronic inflammation of orbit, unspecified, leiomyoma, endometriosis, adhesion and follicular cyst of ovary. Concomitant products included drospirenone + ethinylestradiol (yaz) and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes-mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), depression ("psych injury/psychological and psychiatric condition- problems- depression") and anxiety ("mental anguish"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on 2(B)(6) 2019. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the abdominal pain, depression, mood swings, vaginal haemorrhage, menorrhagia, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure device was deployed on the patients right, with four trailing coils. Similarly placed on left with two trailing coils. The diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs received. Lot number received. New events: hormonal changes-mood swings, weight gain/ loss (specify which one) weight gain, abnormal bleeding (vaginal, menorrhagia), mental anguish, migraines / headaches, nausea, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse)essure confirmation test(s) conducted, specify : no were added. Psych injury updated to depression, new reporters, plaintiffs information were added. Concomitant conditions, drugs added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.